Event description:
The hospital ICU staff used th device to administer external pacing to a pt during a code. After an unreported period of time, the device made a beeping noise and the pacemaker shut off for no apparent reason. The operator attempted to restart the pacemaker without success. The ac power supply was attached to the device and after approximately 60 seconds, pacing was restarted. Resuscitative measures were stopped at the request of the pt's family and the pt expired.